Manufacturer narrative:
Gehc recommended replacement of the base. No report of patient involvement.

Event description:
The hospital reported that, while moving the anesthesia machine, the wheel separated from the base. There was no report of patient involvement.